Event description:
The patient did not feel any paresthesia even though the voltage was increased; impedance readings were >3,600 ohms for the overall lead contacts. The patient was taken to the operating room for further investigation. During testing, the voltage was increased to 10.5v with no response with regards to paresthesia; impedance readings were up to 10,000 ohms. The lead was replaced. There was reported to be no patient injury.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.